Event description:
Pseudosepsis [systemic inflammatory response syndrome]. Painful injection [injection site pain]. Fat pad or synovium may have been injected [drug administered at inappropriate site]. Case description: spontaneous report received on 04-nov-2008 from an hcp regarding a male consumer (unknown age) with a history of osteoarthritis of the knee and two previous courses of bilateral knee therapy with synvisc going back two years (unknown dates), initials c-e, who experienced swelling in the right knee after starting synvisc. The patient received injections of synvisc into the right knee on (B)(6) 2008 and (B)(6) 2008. The hcp reported that the patient tolerated well the first injection into the right knee on (B)(6) 2008. On (B)(6) 2008, after the second injection, the patient experienced significant swelling within 30 minutes of the injection. The hcp reported that since the patient lives 1 and 1/2 hours away, he had not yet been able to examine the patient, but he felt sure the injection was properly injected into the joint space of the knee, since the physician had done many of these injections before and he did not think it was a knee joint infection. The physician stated that he felt it was likely that either it was a reaction to the synvisc or a bleed, although the patient was not on any anticoagulant medication and was otherwise healthy. He reported that he would be seeing the patient the week of (B)(6) 2008. At the time of this report, the outcome of the event was unknown. Additional information received (B)(6) 2008 from the reporting hcp via a telephone call with a company physician. The treating physician supplied the patient's age as in his 40's and a history of moderate osteoarthritis. He also reported that the patient had no difficulties with his previous two courses of synvisc. The treating physician reported that the patient also developed knee pain and "what appears to be sair (pseudosepsis)" within one hour of the second injection. These events (as well as the previously reported knee swelling) continued to worsen over the next 24 hours with increased activity (the patient did not rest). The patient did not develop a fever and did not take any anti-coagulant. The physician does not feel that this was septic. The patient responded over the next several days to "conservative management". No ia steroids were given. Additional information was received on 17-nov-2008 from the treating physician (orthopedic surgeon) in the form of a completed information request form. The patient was a (B)(6) male, (B)(6), who had a relevant medical history of moderate grade of osteoarthritis (x-ray grade: early, advanced) in the right knee for a duration of "years", joint narrowing, osteophytes, previous treatment with nsaid's previous treatment with steroids, and previous treatment with synvisc. The patient received 2 injections of his most recent course of synvisc in the right knee, with each injection received on (B)(6) 2008 and (B)(6) 2008. The physician indicated that the lot # of synvisc used was unknown. No effusion was collected before either injection. On (B)(6) 2008, the patient experienced pseudosepsis, for which treatment was required on (B)(6) 2008 via aspiration and a cortisone injection. On (B)(6) 2008, 30 ml of exudate was collected. The fluid was clear and yellow, but it was not analyzed. Concomitant medications during synvisc treatment include: ibuprofen. Possible precipitating events of the symptoms include: a "painful injection". The physician stated: "injection definitely intra-articular, but first time the patient had some discomfort with injection, fat pad or synovium may have been injected". The relationship of the event to synvisc was 'definite" according to the physician. As of the date of the receipt of this report, the patient outcome was "improving" but not yet recovered.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.